Event description:
A consumer had the stop device, (now marketed as essure 205) implanted in 2000. She was part of the study group when she had the stop device implanted and while involved in the study complained of pain and other issues. These issues (nos) were dismissed by the study staff and consumer was told that she must have another health issue and that her complaints were not related to the device. Now, 13 years later, and after numerous specialists and tests, she was having a hysterectomy to remove the implants. She suffers from wildly erratic, irregular periods, nearly constant pelvic pain and sharp stabbing pains in the pelvis region, headaches, symptoms of severe allergic reactions (presumably from nickel and-or pet fibers), widespread severe swelling, extreme fatigue, muscle pain, weakness, muscle spasms, and tremors. The consumer reported that while on essure, she had no quality of life, had blackout periods and was always in pain. She mentioned she was forced to undergo a hysterectomy to remove coils due to all complications she believed the coils were causing. Nine days after the removal, she stated she never felt better.